Manufacturer narrative:
Wcd system performed per prescription and intended use. Patient was fit and trained successfully that morning, but that same night failed to press the heart alert button in time to cancel the shock. Caregiver reported that patient was "stressed out" in the hospital the previous week and does not want to go back to the hospital. Caregiver reported that patient has removed the wcd and doesn't want to wear it again in fear of being shocked. Kestra customer care personnel advised patient to continue wearing the wcd for monitoring and protection. Caregiver to seek additional medical advice. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Patients are instructed through alarms, voice messages, instructions for use, and training to press the heart alert button to prevent an inappropriate defibrillation.

Event description:
The patient was inappropriately treated one time by the wcd. As reported by patient's caregiver, patient received a therapy shock while using the restroom. Caregiver reports that patient was unable to cancel the shock alert in time. A therapy shock was delivered and the shock knocked the patient to the floor. The patient was awake and conscious throughout the entire event. As reported by the caregiver, the patient did not need or receive medical treatment following the event.